Event description:
It was reported that the video system center's scope detection did not work. It is unknown when the issue was found, and no procedural information has been provided at this time. There were no reports of delays or patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The device was returned to olympus for inspection and the customer's malfunction was not confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that "no image" occurred due to printed circuit board failure of patient board set. Olympus will continue to monitor field performance for this device.